Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Complainant alleged that while attempting to treat a patient (age & gender unknow), the electrode pads would not adhere to the patient's skin. Complainant did indicate that there was adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pads would not adhere to the patient's skin. Complainant did indicate that there was adverse effect to the patient due to the reported malfunction.